Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: report was initially submitted on 11-22-2024, however it was stuck in ack 2. Advised by FDA on 12-17-2024 to resubmit report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: no information provided. Clinical adverse event received for secondary displacement of parts of the fixation material device relatedness: possible procedure relatedness: possible date of event: no information provided date of implant: (B)(6) 2023. Date of revision:(B)(6) 2023. Device location: left. Treatment/impact: - implant revision (implant exchange) - hospitalization depuy synthes products used: catalog number: no information provided lot number: 04.043.240s component type: depuy synthes plate description: 3.5mm ti lcp proximal tibia pl low bend 6h/102mm/rightster. Catalog number: no information provided lot number: no information provided component type: standard cortical screws locking screws description: screws proximal to the fracture (quantity 9) catalog number: no information provided lot number: no information provided component type: standard cortical screws locking screws description: screws distal to the fracture (quantity 8) catalog number: no information provided lot number: no information provided component type: depuy synthes titanium compression with 8 holes description: no information provided catalog number: no information provided lot number: no information provided component type: standard cortical screws locking screws description: screws proximal to the fracture (quantity 3) catalog number: no information provided lot number: no information provided component type: standard cortical screws locking screws description: screws distal to the fracture (quantity 4) catalog number: no information provided lot number:04.043.240s component type: nail description: tibial nail advanced; 10 mm; length 360 mm) catalog number: no information provided lot number: no information provided component type: dynamic interlocking screws description: screws proximal to the fracture (quantity 2). Catalog number: no information provided lot number: no information provided component type: dynamic interlocking screws description: screws distal to the fracture (quantity 2).